Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the oscillating blade ceased while using on the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on november 27, 2017 revealed that the device has not been previously repaired by zimmer biomet. The description stated that the device had previously returned from repair on september 12, 2017. The device was sent to the united states repair center for investigation, repair and calibration. Initial qa inspection of the air dermatome on january 8, 2018 revealed that the motor was sluggish and the hose was nicked. The head and width plates were chipped and the calibration was out of specifications at the 0 setting only. Repair of the air dermatome was performed by zimmer biomet surgical on january 8, 2018 which included replacement of the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the motor was sluggish. The root cause of the reported event was due to the motor. During the initial inspection it was noted that the motor was sluggish. It is unknown with the information that was provided how this occurred. The motor converts the compressed air energy into mechanical energy to allow the device to function. The issue was resolved with the replacement of the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.